Event description:
I needed to get a hysterectomy done to stop the excessive blood loss in my uterus due to the medal device called essure in my fallopian tubes that were inserted in me in 2015. I had excessive bleeding and menstrual cramping and chronic back pain and chronic pelvis pain and needed an emergency surgery called hysterectomy done to remove my fallopian tubes to save my life.